Manufacturer narrative:
Concomitant medical products: product ID: 9734680, serial/lot #: (B)(4). Analysis of the probe was performed. It was revealed the returned probe has a bent tip that is also slightly twisted. In addition, there are impact marks at the back end of the probe causing fit issues with any mating tracker. The ability to verify was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had five damaged probes that needed to be replaced. There was no patient present when this issue was identified. Additional information was received: it was stated that there was only one damaged probe, follow-up is being conducted to clarify the event. Additional information was received: the cause of the damage is unknown. There is twisting at the tip of the probe.